Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device (guide catheter). There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The other xience sierra device referenced is being filed under a separate medwatch report #.

Event description:
It was reported that a general comment was made regarding the use of xience sierra and xience alpine stent delivery systems (sds). After deployment of a xience sierra or xience alpine stent, when retracting the sds into the guiding catheter during removal with the balloon fully deflated, resistance is felt and the guiding catheter seems to be pulled forward into the vessel. The sds is able to be removed independently. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.